Event description:
During a procedure a farawave was selected for use. During procedure it was not possible to switch the catheter from basket mode to flower mode. The catheter was replaced. The device is expected to be returned. No further information was provided. It was reported that the patient experienced a stroke following a procedure in which two farawave catheters were used. During the procedure the original catheter had issues fully deploying so it was exchanged for a new catheter without issue and the procedure was completed successfully with the second device. After the procedure but prior to discharge, a stroke was identified as the patient exhibited a loss of speech and paralysis of one side of their body. No information regarding treatments, interventions, or patient outcome for the stroke were provided. The original catheter is expected to be returned for analysis. The second catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the thing was related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave instructions for use state "potential adverse events associated with use of the farawave catheter includes but are not limited to: cerebral vascular accident (cva)/ stroke".

Event description:
During a procedure a farawave was selected for use. During procedure it was not possible to switch the catheter from basket mode to flower mode. The catheter was replaced. The device is expected to be returned. No further information was provided. It was reported that the patient experienced a stroke following a procedure in which two farawave catheters were used. During the procedure the original catheter had issues fully deploying so it was exchanged for a new catheter without issue and the procedure was completed successfully with the second device. After the procedure but prior to discharge, a stroke was identified as the patient exhibited a loss of speech and paralysis of one side of their body. No information regarding treatments, interventions, or patient outcome for the stroke were provided. The original catheter is expected to be returned for analysis. The second catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient fully recovered.